Event description:
It was reported that the patient had difficulty inflating his inflatable penile prosthesis (ipp). Dr. Was also unable to activate during an office visit. Urologist wanted to check pump and replace. Pump worked fine upon removal and dr. Felt difficulty was due to pseudo capsule forming around the pump. Dr. Then replaced pump and placed more anterior and superficial location in the scrotum. Patient had insisted to dr. To have pump replaced. Before closing, dr. Activated the prosthesis and components all worked. The patient is expected to fully recover.